Manufacturer narrative:
Lot 15947118: UDI (B)(4). Concomitant medical products: the patient¿s medications include; aspirin, atorvastatin, clopidogrel, furosemide, metoprolol, potassium chloride and fluticasone-salmetero. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® dryseal sheath with hydrophilic coating instructions for use (IFU), states adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The 26 fr gore® dryseal sheath is intended for insertion into an external iliac artery with a minimum outside diameter of 9.8 mm, as it was reported the patient¿s right external iliac artery measured 8.7 mm in diameter, the 26 fr gore® dryseal sheath was oversized and therefore use was outside of IFU.

Event description:
The following information was reported to gore through the pivotal study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2017, the patient underwent treatment of a descending thoracic aortic aneurysm, distal to the left common carotid artery ostium and proximal to the left subclavian artery (lsa) with gore® tag® thoracic branch endoprostheses. According to the report, the lsa was the intended branch vessel to be treated. Successful access and delivery to the intended implantation site and retrieval of the device delivery system was reported. A spinal drain was reportedly placed to prevent paraplegia. It was reported, during withdrawal, of the 26 fr gore® dryseal introducer sheath, the patient became hypotensive. An intra-operative angiogram revealed the right external iliac artery, measuring 8.7mm, had ruptured. Blood loss of 500 ml. Was reported and a transfusion of 1 ml of blood products were administered. An open right femoral arterial repair with stenting (manufacturer unknown) was performed. The adverse event was reported to have been resolved without sequelae. Final angiography showed exclusion of the aortic aneurysm and the patient tolerated the procedure.